Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation. Additional information received indicating that the stimulation was noted in post operative recovery. A second procedure was performed later on that day wherein the lv lead was changed. In addition, the representative stated that patient anatomy limited lead possibilities. Hence, this lv was explanted . No additional adverse patient effects were reported.